Event description:
The clinician was performing a daily checkout procedure on the defibrillator located in the catheterization lab. The user noted a red x on the front of the defibrillator monitor. The technician connected the therapy cable into the therapy test port as part of the performance check. As the clinician rotated the power on selector switch to the defibrillator sector for her low energy checkout procedure, the monitor performed the power on self-test post and then indicated a "defib pad short" error, followed by a "defib fault 76" and lastly a "defib disabled" error code. The three codes briefly announced on the screen and then the first and third error code messages toggled onto the screen. The user was unable to clear the errors or operate the defibrillator. A replacement defibrillator was requested by the department and exchange by biomed. Biomed reported the incident to the manufacturer. The manufacturer provided an rga number for return of device.